Manufacturer narrative:
Additional information was received indicating the pump read 49.2 milliliters left when there was less than 5 milliliters in the cassette, however it was unknown how much of the medication had leaked. No adverse patient effects were reported.

Event description:
Information was received that the cadd cassette leaked onto the patient. An adverse event was reported to the distributor, however details of the adverse event were not provided.

Manufacturer narrative:
The sample was received by shm for analysis. The returned sample consist of one product of p/n 21-7002-24; the sample was received in used conditions with its original packaging opened. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected. Functional testing with a syringe was used to infuse water into the ay bag. Leakage was detected on the top and bottom of the ay bag. The customer reported: "per notification: cadd cassette leaked on a patient." Was confirmed. According to the investigation the problem source of the reported problem occurred during the manufacturing process. As a preventive action, a notification to the production personnel of this complaint was conducted by the quality intern.